Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Recurrent incontinence and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of recurrent incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence due to a nonfunctioning device. During a revision surgery, the physician confirmed that the device had stopped working because of old age. The device was explanted and replaced. There were no further patient complications.